Manufacturer narrative:
Initial and final MDR (B)(4) - device 15 of 18.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced eighteen events of kinked cannula on (B)(6) 2025, six events on (B)(6) 2025, three events of (B)(6) 2025, four events on (B)(6) 2025, one event each on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. Patient noticed symptoms within three or more hours of insertion. The site of location was abdomen. High blood glucose was addressed using correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.